Event description:
It was reported that the device was in eri status and was explanted approx. 112 months after the implantation. The patient reportedly had syncopal episodes. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status, confirming the clinical observation, which was triggered on (B)(6) 2022. The pacemaker was implanted for approximately 112 months. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses in eri mode proved to be normal and in amplitude and frequency as programmed. There was no indication of a malfunction. Next, the memory content of the device was inspected. The amount of charge taken from the battery was verified and found to be not consistent with the eri battery status. However, the current consumption was documented to be normal and as expected. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was tested with different applied loads and showed an unexpected battery voltage trend. Therefore, the battery was disconnected from the electronic module and sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. Further electrical and destructive analysis revealed an elevated internal battery impedance. It is reasonable to assume that the elevated impedance has led to a voltage decrease and therefore to the clinical observation. In conclusion, the device was implanted for approximately 112 months. The therapeutic functionality of the device was tested and proved to be fully functional. Further investigations revealed an elevated battery impedance as the root cause of the clinical observation.